Event description:
Device has been explanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "implant rupture" unknown location of device. This relates to an unknown side.